Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the burns was traced to component failure. Based on the results of the investigation, the most probable cause of the corrosion was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center without customer allegation. However, reportable failures were found during testing at the service center. During inspection of the device, burns were observed the tip metal section, the air water nozzle had corrosion, and the c cover had burn. The investigation indicated the most likely cause of the nozzle corrosion was not established and most likely cause of the tip metal section and c-cover burns was component failure. There was no patient involvement.